Event description:
Distal end of sheath detached inside the pt. The device was snared out via the left side of the body one to two units of blood were given to the pt.

Manufacturer narrative:
(B)(4). Still under investigation.